Event description:
On the literature article named "titanium acetabular cementless cups combined with highly crosslinked polyethylene liner have very low rates of aseptic loosening", it was reported that, a revision surgery was performed in one patient (patient number 1) due to an infection that occurred 16 months after the primary surgery. All the components were explanted. The outcome of the patient is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images are required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of the infection and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.